Event description:
Reporter alleged the needle from the multiclix lancet device used in finger-stick blood glucose testing would not retract after it was used. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement was sent.

Manufacturer narrative:
Returned lancet device could not be tested due to a defective priming mechanism. Unable to determine if lancet retracts properly.